Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The ventilator was not in use but it annunciated error code 1124: cbit, battery failed. There was no report of harm or injury.